Event description:
Information received indicates, the brake was not holding properly.

Manufacturer narrative:
The technician replaced the right brake/steer caster, the right brake caster and adjusted the left brake caster to repair the bed.